Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a distributor via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to recharge their device. The patient had increased pain without stimulation. The device doesn't work. The patient tried to charge for many hours. Another recharger and patient programmer was tried but the issue did not resolve. A physician programmer (tablet), patient programmer (in patient and physician mode) was also used to attempt to connect and there still was no success. A charging session was attempted for two and a half hours. The recharger showed a couple factor of 90 and try to connect many times, but it was impossible. After 30 minutes a message of "unable to connect" appeared, and they tried again four more times. The device was explanted. The cause of the ins not charging was not known. The indication for use included failed back surgery syndrome.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found to be functionally okay and have no significant anomalies. Fdc (B)(4) pertains to the ins (s/n: (B)(4)). Fdm (B)(4) and fdr (B)(4) pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins does not charge. A contributing factor to this event was the pocket adaptor may stay above the ins. The ins was discharged two days after the surgery date. The action taken to resolve the event was used a different patient controller and recharger to discard external problems. The issue was not resolved. No surgical intervention occurred but was planned, it was not yet scheduled. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.